Event description:
It has been reported that one infusion adapter c100 has been found experiencing flow issues during use. The following has been provided by the initial reporter: thinks the issue was resolved after the more training was provided to keep the air vents closed but one of the senior staff, thinks it is still happening.

Manufacturer narrative:
H.6. Investigation summary: as no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one infusion adapter c100 has been found experiencing flow issues during use. The following has been provided by the initial reporter: thinks the issue was resolved after the more training was provided to keep the air vents closed but one of the senior staff, thinks it is still happening.